Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The verse poly driver, shaft (p/n: 299704155, lot #: nn131433) was received at us cq. Upon visual inspection, there was no damage noticed. The complaint condition is not confirmed. No definitive root cause was able to be determined that why customer experienced the reported failure. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for verse poly driver, shaft was conducted identifying that lot number nn131433 was released in a single batch. Batch1: lot units were released on 01 oct 2015 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure, the screw was attached to the screwdriver when the poly driver shaft detached from the poly driver handle. There was no visible defect on the shaft, but the device malfunctioned when the two parts for the screwdriver were put together. When turning on the poly driver handle to fasten the screw, the inner part became loose. The same malfunction occurred with all three (3) screwdrivers. The procedure was successfully completed with a replacement screwdriver. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This report involves one (1) expedium verse spine system polyaxial driver, shaft. This is report 3 of 3 for (B)(4).